Event description:
It was reported that during placement of a stent graft the operator had difficulty while trying to unsheath and none of the stent would expose. During the second attempt, the blue outer sheath near the back end of the device broke. The doctor was using the pin and pull method. A 9f sheath and a guide wire were used for the procedure. The intended site was the arterial limb of the graft and the procedure was being done for a pseudoaneurysm. The approach was from the venous side to the arterial side of the av graft. The path to the intended site was not tortuous and there was only one bend. There was no difficulty advancing to the site, but once at the intended site, the doctor could not deploy the stent. He removed it to look at the device, then reinserted it and advanced to the intended site, but the device failed to deploy. It was at this second attempt, that the blue outer sheath near the connection at the back end broke. The system was removed and no injury to the pt was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has been returned, but the eval has not been completed to date. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.